Event description:
It was reported that a beta bionics ilet user had a hyperglycemic episode reaching a peak of 395 mg/dl blood glucose (bg) confirmed via fingerstick. The user tried to change supplies this morning but has been running high since lunch. The user opted for a manual insulin injection instead of supply change due to her pharmacy filling the wrong prescription. The user was reminded to stay disconnected for at least two hours, and the user understood. There was no further outside intervention required and no other information provided by the end-user.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.